Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) and ketone levels of 2.4 mmol/l while wearing the pod between 37 and 48 hours. The patient tried to correct their bgs and ketones with a 10 unit manual injection of novorapid insulin. The patient also set a 50% increase temp basal. Symptoms reported include hyperglycemia and vomiting. The patient was treated with intravenous insulin drips. The patient was released 56 hours later. The pod was removed at the hospital.